Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a rotated heart and a previous cardiac surgery. Following a difficult transseptal puncture, a mitraclip xtw was inserted, and grasping was performed. However, when the leaflets were grasped and while establishing final arm angle (efaa), the clip opened. Troubleshooting was performed, but the issue continued to occur. The clip was then inverted back to the left atrium (la), and the clip was tested again, was responded normally. However, a decision was made to remove the clip. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.